Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. But there were found deposits in the inlet spout of the progav 2.0 and many particles in the liquid the shunt system was delivered in. A bactiseal catheter a third-party product was used. Permeability test: a permeability test has indicated that the progav 2.0 valve is permeable and that the shuntassistant 2.0 has a blockage. Computer controlled test: to measure the opening pressure a miethke computer controlled testing apparatus is used which simulates a cerebrospinal fluid flow. Because the shuntassistant 2.0 valve is not permeable, a computer controlled test is not possible. The progav 2.0 is tested in the horizontal positions. The results show that the valve operates not within the accepted tolerance, a decelerated flow was detected. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Since the shuntassistant 2.0 is a fixed pressure valve, the adjustment test was not applicable. Braking force and brake function test: the brake functionality test has shown that the brake of the progav 2.0 function is fully operational and the braking force is within the given tolerances. Results: first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The opening pressure of the progav 2.0 was out of tolerance, a decelerated flow was detected, but all other specifications were met. The shuntassistant 2.0 valve was not permeable. Due to the non-permeability of the valve, a computer controlled test was not possible to perform. Finally, we have dismantled the valves. Inside both valves we have found slight build-up of substances (likely protein). Based on our investigation, we confirm the presence of occlusion in the shuntassistant 2.0 at the time of investigation and a decelerated flow in the progav 2.0 was identified. We suspect that the deposits found inside the valves have led to the functional impairment. As described in scientific literature, deposits caused by natural substances present in the liquor, such as protein, blood or tissue particles, are among the known and inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Manufacturer narrative:
Additional information/ investigation result will be submitted in a supplemental report.

Event description:
According to the complainant, the valve was believed to be operating with blockage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Implantation: (B)(6) 2021; explantation: (B)(6) 2021. Age: (B)(6). Weight kg: (B)(6). Height cm: 52.